Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "this is like the patient's third deflation."

Event description:
Healthcare professional reported the event of left side deflation. The device has been explanted.